Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. Mfg report (B)(4). Field action has been submitted to address the fluid ingress occurrences.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to verify fluid in the safety disk. The fse replaced the pneumatic module assembly as a precautionary measure. Subsequently, the fse let the unit ran, and passed all functional and safety tests per factory specifications. The iabp was released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has fluid in the safety disk. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: g1(contact person), h6(component codes).

Event description:
N/a.